Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer selected the wrong gauge in the system; instead of selecting 23 gauge, they selected 20 gauge, which resulted in the reported event. The customer did not request service. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy cutter did not work. This was noted after a procedure. There was no patient impact. A company representative indicated that the customer selected wrong gauge in system. Instead of selecting 23 gauge they selected 20 gauge which resulted in the reported event